Event description:
The customer received a control reading that was not marked by the contour next as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was asked to return the test strips for investigation. New meter, strips and control were sent to her.